Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an interventional mitral valve procedure using a 6f sheath. Reportedly, with the first device, the knot advanced to the vessel wall as intended; however, hemostasis was not achieved. The suture was removed and a second device was attempted. The device was pre-flushed successfully with saline prior to use. On insertion into the anatomy, blood flow was not observed from the marker lumen. The device was removed and hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle with reported issue referenced in b5 is filed under a separate medwatch report number.